Event description:
It was reported that while in the cardio cath lab, the physician punctured the left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. He attached the blue one-way valve and vacuumed the intra-aortic balloon (iab) twice inside of the tray to wrap the iab tightly. He then grasped the catheter closely and removed it from the tray horizontally per the instructions for use. However, the iab stopped advancing and stuck in the saf during the procedure. He felt a resistance severely from the sheath and could not pass the catheter through the sheath. As a result, he removed the saf and iab together from the pt and opened a new kit. He finished the procedure with the second iab. There was no excessive bleeding and no harmful outcome to the pt. There was a 10 minute delay reported. No pt complications, injury or death were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.